Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was unable to be implanted after several attempts due to unknown reason. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.